Event description:
It was reported that the insulin pump is not working properly. Customer's mother stated that her daughter ended up diabetes ketoacidosis. Customer is experienced high blood glucose while on the insulin pump. Customer is treating highs with manual injections. The current blood glucose reading is 485 mg/dl. Customer experiencing nausea and vomiting. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.